Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath distal to the suture tie impression. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy.